Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the valved trocar kit leaked during a vitrectomy procedure. There was no harm to the patient. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
This event does not meet criteria as a reportable malfunction based on information received following submission of the initial report.(B)(4).

Event description:
An ophthalmic surgeon reported that the valved trocar kit presented an unspecified problem during a vitrectomy procedure.